Manufacturer narrative:
Technical eval: there is a flattening of the distal segment 0.8-1.5cm from the distal tip. The incident is confirmed as reported. The DHR of this mfg has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated december 31, 2009. Incident (B)(4). Part # 1147-04 neuron dc 105cmx6cm, shaped tip. Lot # f14925 (same as l14925), qty: 1. A review of the device history record (DHR) was completed on part # 1147-04/a (lot# l14925). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional requirements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.

Event description:
Upon removing the neuron from the packaging, a kink at the very distal tip of the guide was noticed. The product was never introduced into the pt. A new neuron was removed from inventory, and the case was performed without incident. It was noted that the packing tube which does not extend all the way down to the distal may have not protected the catheter from kinking. It was also noted that at this hospital, the catheters are hung in a cabinet and are prone to falling.